Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed on the potentially associated lot number. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient passed away due to unknown cause. Additional information was requested but is not available. A batch review was conducted for potentially associated lot number h13f04012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The patient was treated with fortaz 1gm (route, frequency not reported), vancomycin (dose, route, frequency not reported), ancef 1.5mg (route, frequency not reported). The cause of the peritonitis was unknown. The patient was discharged from the hospital and recovered from peritonitis. No additional information is available. This is report 1 of 3 involved in this peritonitis event.